Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, when the site was on the registration screen, the system said "localizer faulted". The manufacturing representative had the site log out and back in with no resolution. There was no patient present when this issue occurred. *omitted* sire reported to her that this has happened multiple times. Exact number of times and exact dates unknown.